Event description:
Caller reported a malfunction on the pump, specifically malfunction code 16-0x20e6. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer service (cts) arranged for a pump replacement, as the pump was still under warranty and included in a field correction. Caller was advised to return the problematic pump using a pre-paid label and acknowledged steps for setup with a new pump. There was no backup therapy available, so the caller planned to consult with their healthcare provider.